Manufacturer narrative:
The customer reported that the central nurse's station (cns) was spontaneously rebooting after a generator test and would not fully boot into the cns software. The unit was sent in for evaluation and repair. The reported problem of "cns is rebooting itself" was duplicated and both hard disk drives (hdds) will need to be replaced. Nihon kohden is currently waiting for a po to begin work on the repair and will send the unit back to the customer once this is completed. No patient harm was reported.

Event description:
The customer reported that the central nurse's station (cns) was spontaneously rebooting after a generator test and would not fully boot into the cns software.

Event description:
The customer reported that the central nurse's station (cns) was spontaneously rebooting after a generator test and would not fully boot into the cns software.

Manufacturer narrative:
H10: additional narrative: complaint details: the (B)(6) reported on (B)(6) 2017 that their cns is rebooting itself after 1 minute of booting into the cns software at the all beds screen. Service requested: the customer sent in the unit for evaluation/repair. Service performed: the unit was cleaned and evaluated. The reported problem of "cns is rebooting itself" was duplicated. All malfunctioning parts were replaced. The unit was tested per operator's/service manual and completed 24 hours of extended testing. The unit operates to manufacturer's specifications. The unit was returned to customer on (B)(6)2018 investigation result: the cns (pu-621ra; sn:(B)(6)) was placed into service on 05/24/2014, which is 3 years prior to the reported issue. A review of device history found no previously similar reported issues with the unit or nka servicing. The unit was returned, and evaluation confirmed the hdd failure. The issue was resolved by replacing the hdd. The unit booted up properly without any issue. The root cause is determined to be failure of the hdd due to unknown factors. Possible contributing factors include mechanical failure, corrupted files, or physical damage from water, heat, or shock. Cns-6201a service manual revision g provides troubleshooting of the cns and advises customer on proper action to take. The service manual also mentions checking the hard drive status as part of maintenance check which should be performed every six months. Upon failure of hdd, the proper action to take is to replace the failed hdd. Replacement of the hdd is also outlined in the service manual. The cns was operating within specifications after servicing. The unit was returned to the customer on 04/11/18 and there were no further reported issues. Corrected information: g4. Date received by manufacturer: should be 12/16/2017 not 01/11/2018 as listed on MDR initial report additional information: b4. Date of this report f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? Additional information device evaluation correction h3. Device evaluated by manufacturer? H6. Event problem and evaluation codes h10. Additional manufacturer narrative